Event description:
A coolsculpting provider reported that a patient received coolsculpting elite system on (B)(6) 2023 to the upper abdomen using curve 150 applicator (c150), to the upper arms using curve f165 applicator (f165), and the lower abdomen and lateral abdomen using the curve 240 applicator (c240). Patient may have developed possible paradoxical hyperplasia (ph).

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Devices (d4): catalog number: cs-s3-001-d-jp / serial number: (B)(6) / UDI: (B)(4). Catalog number: cs-s3-001-d-jp / serial number: (B)(6) / UDI: (B)(4).

Manufacturer narrative:
Additional information: a4, a5, a6, b5, e1, h6 (b15), h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Devices (d4): catalog number: cs-s3-001-d-jp / serial number: (B)(6) / UDI: (B)(4). Catalog number: cs-s3-001-d-jp / serial number: (B)(6) / UDI: (B)(4).

Event description:
A coolsculpting provider reported that a patient received coolsculpting elite system on (B)(6) 2023 to the upper abdomen using curve 150 applicator (c150), to the upper arms using curve f165 applicator (f165), and the lower abdomen, and lateral abdomen and flanks using the curve 240 applicator (c240). Patient may have developed possible paradoxical hyperplasia (ph) to the lower abdomen, upper abdomnen, upper arm, and flank.